Event description:
A physician reported a hakim valve (ID 823162) was implanted, to treat hydrocephalus. The patient's brain was filling up with too much cerebrospinal fluid (csf) however, the surgeon was unable to change the setting to relieve the fluid. The valve was removed, and it is unknown if the valve was replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 3214675, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no functional issues were noted.